Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings, low battery alert, excessive no delivery alarms, blank display and priming anomaly from the insulin pump. The customer's blood glucose reading was 407 mg/dl. The customer was treated with needles by his health care provider. The customer stated that he is not getting insulin and he received a no delivery alarm. The customer stated that he put in 70 units of novalog and his blood glucose would not go down. The customer stated that his battery is fully charged and there was a low battery alarm. The customer had a blank screen after the low battery. The customer stopped troubleshooting.